Manufacturer narrative:
The customer elected to send the device to a third party for repair.

Event description:
The customer reported no audio from the mx40 which can be seen as a ¿speaker malfunction¿ error message. It is unclear whether the device was being used on or off the network. The device was not in use on a patient.